Manufacturer narrative:
The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform operating current, rewind or verify weak battery and rewind anomaly due to unresponsive button. The pump had a stripped battery cap and battery cap coin slot, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was unknown. The customer was trying to change infusion set but piston wouldn't go all the way down when rewinding pump. The customer got an alarm. The customer was advised about weak battery alarm. The customer reported via phone call indicating that they were unable to remove the battery cap from the insulin pump. Customer's blood glucose at time of incident was unknown. The customer tried different tools but it didn't work. The customer is already off the pump and on back up plan. The customer was advised that the pump will be replaced.